Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In response to the field notification letter sent to the customer regarding the drive support cap, he called us and stated that the drive support cap was flush, and she stopped using the insulin pump because her blood glucose went up. Explained to customer revert to back up plan. The blood glucose reading at time of call was 189mg/dl. No further information was provided.